Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is (B)(6) and was last returned to the manufacturer for repair on (B)(6) 2006. Investigation of the device observed damage to the head and control bar. It was noted that the head and all four width plates were damaged. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the right side. The device was also outside of side to side specifications at the zero thickness setting. During repair, the reciprocating arm was noted to move erratically while attempting to obtain an rpm reading. The device displayed damage and a lack of calibration; both of which could have affected the ability of the device to properly function. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome had height adjustment issues. Additional clinical follow up with the hospital indicated that the reported issue was noted by the surgeon prior to patient use, during testing by the surgeon. An alternate device was immediately available for use and there was no report of harm, procedure delay, increased surgical time, or medical or surgical intervention.